Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The day prior to the event onset, the patient was hospitalized for peritonitis. The following day the event was confirmed and diagnosed. The cause of the event and treatment details were unknown. On an unreported date, the patient was transferred to hemodialysis; however, the patient¿s pd catheter remains in place. Twelve days after admission, the patient was discharged from the hospital. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.